Manufacturer narrative:
H11: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Iit was learned through implant patient registry and medical records that a patient with a 27mm 3300tfx aortic valve, implanted in the pulmonary position, was explanted after an implant duration of 4 years, 1 month due to severe pvl. The explanted valve was replaced with a 27mm 7300tfx valve. The patient tolerated the procedure well and was taken to the ICU in stable condition postoperatively. The patient was discharged from the hospital on pod #7. Per medical records, the patient is a known case of tof s/p anterior rvot patch repair. He recently presented with severe pvl. Coronary angiogram revealed severe single-vessel cad and severe pvl around the pulmonic bioprosthetic valve. The patient underwent a redo sternotomy with CABG x1. Intraoperatively, dehiscence of the anterior rvot patch from the bioprosthetic valve annulus was noted, resulting in a 3x4 cm paravalvular defect and dense pericardial adhesions. The previously implanted 3300tfx valve was explanted and replaced with a 27mm 7300tfx mitral valve. Post bypass tee demonstrated normal bioprosthetic valve function and no paravalvular leak. The patient tolerated the procedure well and was taken to the ICU in stable condition postoperatively. The patient was discharged from the hospital on pod #7. Per pathology report, the explanted 27mm 3300tfx had an intact sewing ring with mobile cusps and no fusion. One cusp contained 2.0 x 0.6 cm tan-white plaque. There is no definitive morphologic evidence of hemolysis. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional 'customer complaint'. The information reported may or may not be related to the edwards device.

Manufacturer narrative:
H11: additional manufacturer narrative: updated sections d4 (expiration date), h4, h6 (investigation findings, investigation conclusions). Based on the information available, the device was intentionally used outside the way it was designed and intended. The performance, safety, efficacy, longevity, and durability of rings and bioprosthetic valves have not been determined when the product is used outside the scope of its intended use and/or its studied population. Paravalvular/perivalvular leak (pvl) refers to blood flowing through a channel between the sewing ring of the implanted valve and the cardiac tissue due to an insufficient seal of the valve to the annulus. In the early postoperative period, the highest incidence of pvl has been seen in patients developing infective endocarditis, which is most likely attributed to inadequate peri-operative antibiotic prophylaxis or nosocomial infection. Annular calcification is also a risk factor for the development of peri-operative pvl, as the bioprosthesis may not seat properly after debridement. Technique related factors during implantation, such as incorrect valve sizing, have been shown to contribute to the development of pvl. Anatomical factors may also create difficulty seating the bioprosthetic valve, resulting in pvl. The mechanism behind late pvl is not well understood but may be related to cardiac remodeling. The anatomy of the annulus may induce mechanical stresses along the rigid bioprosthetic ring which can influence long-term valve performance and durability. A diseased or rigid annulus can potentially increase the mechanical stress on the prosthetic valve, leading to pvl. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. The subject device is not available for evaluation as it was discarded. The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. H11: corrected data: corrected section h6 (type of investigation).